Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, lot #: 0009017121, ubd: 02-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis could be completed. Conclusion: potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during two attempted deployments, the valve dislodged down towards the sinus of valsalva (sov). During the third deployment attempt, a change in hemodynamics was noted. Angiography at 80% deployment indicated the presence of a false lumen in the ascending aorta. Hemodynamics spontaneously returned to normal and the valve was implanted successfully. Transesophageal echocardiogram (tee) revealed aortic dissection extending into the descending aorta. No treatment was provided. Per the physician, no definitive cause of dissection was determined, however during dislodgement the valve moved forward into the aortic wall. Two days after implant the patient died. Per the physician, the cause of death was hypotensive crisis and cardiac arrest. It was unconfirmed whether the device caused or contributed to the death.